Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-11065, 11066. The pt has four leads for off-label use (two of the leads are from the same lot). On (B)(6) 2013, one of the pt's leads was relocated due to receiving ineffective coverage prior. Relocating the lead resolved the pt's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.